Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, when the fiber was attempted to be used the aiming beam did not come out and the fiber was broken. The procedure was completed with another device. There were no patient complications reported.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber was unpacked and attempt to be use, the aiming beam did not come out, the fiber broke after use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces, the fiber was broken. The glass tip was in good condition. During functional testing of the subminiature version a (sma) connector no defects were found, only scratches from usage. During functional testing was connected to the console "treatments used 1. Treatments left 9" was displayed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied, in this case the customer noted that there was no aim beam when connected which likely means there was a kink on the fire thus when fire led to the break. Based on analysis results, a conclusion code of cause traced to component failure.